Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device available for eval? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a "channel error occurred while infusing propofol" was confirmed during review of the logs. After laboratory testing, a malfunction of bottle side pressure sensor could be confirmed. The motor harness was observed to be damaged; this is an incidental finding and not contributing factor to the reported issue. No other obvious issues or anomalies were observed with the returned device related to the reported complaint during the external and internal inspection of the suspect pump module. The results of testing identified the patient side pressure sensor within specification, but the bottle side sensor was found to be out of specification. The bottle side pressure sensor was temporarily replaced on the pump module for testing purposes only. The suspect pump module passed analog sensor task and preventative maintenance (pm) after sensor replacement. A review of pump module and pcu error logs showed an error 240.4150.0 (sensor_broken_high_failure) recorded the day of the reported event at 1:24 pm. On (B)(6) 2025, at 1:17 pm, the last infusion before the recorded malfunction was programmed with a rate of 5ml/h and vtbi (volume to be infused) of 10ml. The infusion started with a primary volume infused (pvi) of 2661.58ml. At 1:24 pm the infusion was immediately interrupted due to a channel malfunction error code 240.4150.0 (sensor_broken_high_failure), then, the pump was powered off with a pvi of 2662.12ml. No further infusions with the suspect device were performed the day of the reported event. Per the bd alaris¿ system with guardrails user manual (v12.1) states: ensure the upper fitment is not elevated above the fitment recess on the pump. Do not stretch or twist the set while loading or when closing the door. Ensure tubing is correctly placed over pressure sensors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center devices were opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused component. Root cause: the root cause of the reported 'channel error occurred while infusing propofol' is being attributed to a malfunctioning bottle side pressure sensor. Note that this report lists imdrf annex a0401, g0201503, c0601, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a channel error occurred while infusing propofol. Immediately on start up after inserting the infusion line, the message "channel error" occurred. There was patient involvement but no harm.

Event description:
It was reported that a channel error occurred while infusing propofol. Immediately on start up after inserting the infusion line, the message "channel error" occurred. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.